Event description:
It was reported that the patient had 20 units in the cartridge and when the patient was performing the load step the pump dispensed the insulin out.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor pins were found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.